Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The patient also had questionable low results for albumin and phosphorus. The initial albumin result was 2.01 g/dl and the repeat result was 3.21 g/dl. The initial phosphorus result was 1.8 mg/dl and the repeat result was 3.2 mg/dl. The initial results were reported outside the laboratory. There was no allegation of an adverse event. The phosphorus reagent lot number was 179304. The albumin reagent lot number and the expiration dates were requested but were not provided. Based on the information provided, the investigation determined the customer was not following the tube manufacturer's recommendation for centrifugation time and speed. Therefore, a general preanalytical issue could not be excluded. Review of the provided reaction kinetics found the analyzer performed within specifications.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable mg2 magnesium gen.2 result for one patient sample. The initial result was 1.25 mg/dl with a data flag. The automatic repeat result was 1.25 mg/dl with a data flag. The sample was tested again and the result was 2.0 mg/dl. The automatic repeat result was 1.22 mg/dl with a data flag. The erroneous result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 19365601 with an expiration date of 07/31/2018. The customer questioned why the result was not held in the software. Upon investigation, it was found there were no rules set up to hold the test for verification. The field service representative could not find a cause. He checked the fluidics and operation. He ran precision testing with results that met the guidelines.